Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the adhesive separated completely from the infusion site. The patient was sitting down and playing a game at the time of incident. Blood glucose was reported to have increased above 250 mg/dl; however, no specific blood glucose readings were reported. Pod was worn for less than 1 hour. The patient stated that they stopped using products to help the pod adhere since it caused painful pod removal. The patient was able to successfully replace the pod.